Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker showed one and a half years remaining longevity. The patient was in atrial fibrillation (af) and atrial output was set to 5 volts. Analysis showed that the device was high rate atrial sensing at an average rate of 254 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. The device has minute ventilation (mv) on and signal artifact monitoring (sam) was enabled which can cause an additional of power consumption. Clinic may want to consider programming the device. Information was later received that this device was explanted and successfully replaced. No adverse patient effects reported. This device has returned and analysis is expected.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed one and a half years remaining longevity. The patient was in atrial fibrillation (af) and atrial output was set to 5 volts. Analysis showed that the device was high rate atrial sensing at an average rate of 254 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. The device has minute ventilation (mv) on and signal artifact monitoring (sam) was enabled which can cause an additional of power consumption. Clinic may want to consider programming the device. The device remains in service. No adverse patient effects reported.